Event description:
Caller reported that the indicated battery charge dropped significantly in a short time while charging. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to unplug the pump until the charge reached 1% and then re-plug it, which the caller acknowledged. No additional corrective actions or outcomes from technical support were mentioned.